Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the pacing lead impedance was out of range and the pacing threshold has increased. No abnormalities were seen via fluoroscopy. Patient condition was stable. The patient will be scheduled for lead replacement.